Event description:
A customer reported experiencing a cartridge change error with their pump. There was reported adverse impact to the customer's blood glucose level. Technical support guided the customer through removing the cartridge to inspect the o-ring, which was found damaged, leading them to discard the faulty cartridge. They assisted the customer in filling and successfully loading a new cartridge onto the pump. The resolution involved cleaning the pneumatic tap area with an alcohol wipe, and the customer was instructed to monitor system performance. No replacement cartridges were deemed necessary.